Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and lubricated the shaft and slide mechanism for the rinse block, aligned the rinse block with the aspiration hole on the probe, and ordered a new air cylinder and plastic stop. Fse returned on (B)(4) 2011 and replaced these parts. The root cause for this event was the misalignment of the rinse block during probe wash. The rinse block was misaligned because the probe wash cylinder that controls it was worn out.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a bloody leak from the secondary probe of the coulter hmx autoloader instrument. The operator was wearing a lab coat, gloves and eye protection at the time of occurrence. There was no exposure to open wounds or mucous membranes and no medical attention was not sought. No patient results were affected.